Event description:
User facility reported that the physician was unable to pass cavity integrity assessment (cia) test. After inspection, the physician noted multiple uterine perforations and ceased using the novasure system and elected to attempt another procedure via laparoscope. Reportedly, the pt was discharged and doing well.

Manufacturer narrative:
According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sound an alarm warning of a possible perforation prior to treatment. (Step 2.36) although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.